Event description:
A post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system. Subject (B)(6). Infection (deep). Patient originally with iii b/c tibia fx had stage removal of stryker nail and placement of antibiotic spacer due to deep infection last noted in office visit on (B)(6) 2021. Removal of rod/placement of abc spacer on (B)(6) 2021. Intraoperative cultures grew mssa, patient on 6 weeks of IV abx. Resolved without sequelae.

Manufacturer narrative:
The reported event that the patient required revision surgery due to deep infection could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.